Manufacturer narrative:
The customer contacted siemens customer care center and reported that cleaning solution splashed into the customer's eye. As per the advia 120/2120/2120i hematology systems operator's guide, "all products or objects that come in contact with human or animal body fluids should be handled, before and after cleaning, as if capable of transmitting infectious diseases. Wear facial protection, gloves, and protective clothing." The customer reported that she was not wearing personal protective equipment (ppe) when cleaning solution splashed into her eye. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
While performing maintenance on an advia 2120 hematology system with single aspirate autosampler, backflushing the rbc/baso/retic flow cell and shuttle reaction chambers, a customer's eye was splashed with cleaning solution. The customer washed her eyes for five minutes and went to a physician, who checked her eye. Medical intervention, beyond first aid, was not required. There are no known reports of adverse health consequences due to the solution that splashed into the customer's eye.